Event description:
The event is reported as: "complaint alleges that the bottle has a leak due to defective threads of the wing nut. They removed the unit, used another one; no other issue." No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.